Event description:
It was reported that the patient underwent a tlif for stenosis at l3-l5 using a forceps. The coating of the forceps flaked. Some flakes of the coating might be dropped into the patient's body.

Manufacturer narrative:
Device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.